Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0, model 1420, serial number: (B)(4), expiration date: 2018-09-30, UDI asku, mfg date: 2017-09-30 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controllers had unstable/poor mechanical connections due to damage to the power port pins. The controllers were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: two controllers were not returned for evaluation and another controller (con303008) was returned for evaluation. The reported allegations against con313205, con313056 could not confirmed since the controllers were not returned for evaluation. As a result, the reported event could not be confirmed for (con313205, con313056). Various analyses were conducted and reviewed in order to evaluate the performance of the returned controller (con303008) in relation to the reported event. Failure analysis of the returned controller, con303008, revealed that the controller passed visual inspection. Functional testing revealed a faulty integrated circuit which is responsible for the communication between the controller and batteries. The observed faulty integrated chip is not related to the reported event. Faulty integrated circuit hindered the ability of the controller to complete the power up sequence due to the controller inability to recognize any power source connected to it which lead to vad stopped alarms. A possible root cause for the integrated circuit on the communication line can be attributed to a misalignment of the cac adapter on either power port of the controller, causing a voltage spike on the communication pin of the connector. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported poor mechanical connection can be attributed to, but not limited to, connector damage and/or bent pins. Other devices involved in this event: d1: heartware ventricular assist system ¿ controller 2.0 serial number: con313056 h6 method code(s): 4114 h6 results code(s): 3221 h6 conclusion code(s): 67 d1: heartware ventricular assist system ¿ controller 2.0 d4: model 1407de serial number: con303008 expiration date: 2018-03-31 UDI asku d10: yes, 2018-10-03 h4: mfg date: 2017-03-27 h6 patient codes(s): c76143 h6 device code(s): c63217 h6 method code(s): 10 h6 results code(s): 120 h6 conclusion code(s): 4307 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Another controller was returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Event description:
It was further reported that another controller had an unstable/poor mechanical connection due to damage to the power port pins.

Manufacturer narrative:
Product event summary: the controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned controller in relation to the reported event. Failure analysis of the controller revealed no failure was detected. The device passed visual inspection and functional testing. Functional testing revealed that the controller could maintain a stable mechanical connection with connected batteries. As a result, the reported event could not be confirmed. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1407de / catalog #: 1407de / expiration date: 2018-03-31 / serial or lot#: (B)(6). UDI #: (B)(4). D10: yes, return date: 2018-10-03 h3: yes dev rtn to MFR? Yes h4: mfg date: 2017-03-31 h5: no h6: patient code(s): c76143 h6: device code(s): c62952, c62968 h6: FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as remedial action and correction number information was received. Updated section: h7 and h9. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controllers were not returned for evaluation. As a result, the reported events could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event can be attributed to, but not limited to, connector damage, bent pins and/or connector wiring failure. Other devices involved in this event: heartware ventricular assist system ¿controller 2.0. (B)(4). If information is provided in the future, a supplemental report will be issued.